Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test at 10.9 psi. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/25/2024. H3: one device was returned for repair in used condition. No problem found in event history log. This device has not been serviced within the review period. Visual and functional testing was performed. Device failed occlusion test was confirmed by functional test. The cause was due to downstream occlusion (dso) sensor. The downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.